Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoir no leakage and did not continue dripping insulin after test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 46 mg/dl. Customer's current blood glucose level was 150 mg/dl. The customer was treated with food. The troubleshooting was performed for low blood glucose. The insulin pump will be returned for the analysis.